Manufacturer narrative:
The company representative observed the "autofill failures" alarms in the fault log, but he was unable to duplicate the reported problem. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated multiple "auto fill failure" alarms. The patient was switched to another iabp and therapy was continued. No patient injury was reported. The customer's biomed advised that the iabp was in the patient for a long period of time and he notes signs of a lot of moisture.